Event description:
It was reported that a diagnostic anomaly that resulted in inability to perform diagnostic testing was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.